Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain and a manufacturer representative (rep). It was reported that their stimulator was not working at all. Patient stated they stopped using the stimulator because their lead had broken. When asked for event date, patient stated it had been a while, a year ago, but they just never did anything about it. Patient mentioned they were supposed to go in for surgery to replace the leads because one of the leads was broken. The patient was redirected to their healthcare provider to further address the issue.  They called back on (B)(6) 2024. Pt stated that they needed an MRI, but the doctor was concerned with the damaged leads. They are planning on having surgery to have their leads repaired. Agent reviewed they would need to follow up with their managing doctor. Agent sent an email to the field for visibility. The rep stated they contacted the patient.

Manufacturer narrative:
Continuation of d10: product ID: 977a260 lot# unknown implanted: (B)(6) 2020 product type lead: section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.